Event description:
The customer reported being hospitalized due to ketones and high blood glucose over 400 mg/dl, and he was treated with manual injections. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found multiple error alarms. The customer declined to continue testing and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.